Event description:
This procedure was performed in the (B)(6). While angioplastying a distal sfa lesion (physician reports that the lesion was not calcified) and the evercross balloon burst. When trying to remove the balloon from the sheath the distal portion of the balloon catheter and the balloon became detached and was left partially occluding the sfa. A snare was then used to remove the distal part of the balloon shaft, but the balloon became detached and was left in the sfa. A 11f sheath was then introduced and a snare was used to remove the balloon. The balloon catheter is now is 3 pieces.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the evercross catheter was received in three pieces. The balloon chamber guidewire lumen with marker bands and distal tip exhibits stretching to over 9cm. The proximal balloon bond is attached to the catheter and exhibits radial tearing. The proximal end of the balloon chamber guidewire lumen exhibits necking and stretching the damage is consistent with the initial report of snaring the device. The rest of the balloon chamber guidewire lumen exhibits necking and stretching. It appears that all components of the device are accounted for. The balloon chamber material exhibits both radial and longitudinal tearing.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.